Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited pacing inhibition due to noise over-sensing. No known intervention was performed. There were no patient consequences.